Manufacturer narrative:
All excluder devices remain in the patient. The films taken prior to the original procedure were read in the field. Thus, no imaging information was available. According to the physician, at the time of original implant of the devices, the aortic neck was severely angulated. However, because no endoleak could be detected on angio prior to the scheduled intervention and the exact origin of the endoleak cannot be determined, it is not possible to draw a conclusion as to the exact cause(s) of the reported event. The physician made no allegation of product deficiency, and continues to monitor the patient.

Event description:
On a follow-up CT approximately seven months post successful implantation of excluder bifurcated endoprosthesis devices, an endoleak, type undetermined, was detected. A re-intervention was scheduled for 2 weeks later. Angiography done prior to the re-intervention; however, did not exhibit any evidence of any type of endoleak. Thus, no intervention was performed. The physician intends to continue monitoring of this patient.